Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). The evaluation confirmed scratches in the suction cylinder and biopsy channel. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present, if significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing at the user facility, the subject device repeatedly tested positive for pseudomonas aeruginosa. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the evaluation result of the subject device and additional information. Following a repair service by (B)(4) for replacement of the suction cylinder, the rubber of the bending section and other parts due to their damages, (B)(4) sent the subject device to a third party laboratory for microbiological testing. The testing indicated no microorganisms growth for the subject device.